Event description:
Hosp is reporting they have received complaints from pts that are positioned on OEM temper-pedic pads purchased for their stretchers. In addition to complaints concerning "general comfort", they reported experiences of pts "bottoming out" when laying on the pads (able to feel metal of the stretcher), they are also reporting one incident of skin breakdown. The customer has stated "it has been observed for approx 6 months not that pts have been complaining that the pads are very uncomfortable and to quote a pt "hard as a brick". After this comment was made, (B)(6), sat on the stretcher to see if pts are literally feeling the metal frame". Additionally, the customer stated that they had a pt from the long term care facility was placed on a stretcher for over 25 hours and developed a small pressure area on his sacrum. (B)(6), rn, bs cwon observed and recorded these finding in the pt's chart and immediately came to me to report this critical issue. Additionally, the hosp stated that it is not uncommon for our pts who are on observation status to be placed on a stretcher for up to 2 days.

Manufacturer narrative:
Initial report was filed in error. Device is not imported.